Event description:
During t2t surgery, the end cap standard could not be inserted to the t2 tibial nail. The surgeon tried to insert the other end cap to the nail, it also could not be inserted fully and it stuck in the middle. The surgeon finished the surgery as it is. There is no adverse consequences to the patient at present.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.